Manufacturer narrative:
The evaluation noted this (B)(6) year-old patient with a bmi of 35.19 was implanted with a novation/gxl acetabulum liner. Post-operative leg discrepancy was reported to be 0 mm. At 120 months post implantation, the patient underwent revision for wear of the acetabulum liner and secondary osteolysis. Attempts were made to acquire additional information, however; no additional information was provided. Without additional information, we cannot reasonably draw a conclusion as to the cause of revisions.

Event description:
Wc t, hk p, rg v, cf g, early polyethylene failure in a modern total hip prosthesis: a note of caution, the journal of arthroplasty (2020), doi: https://doi.org/10.1016/j.arth.2019.12.043. This (B)(6) year-old patient with a bmi of 35.19 was implanted with a novation/gxl acetabulum liner. Post-operative leg discrepancy was reported to be 0 mm. At 120 months post implantation, the patient underwent revision for wear of the acetabulum liner and secondary osteolysis. Attempts were made to acquire additional information, however; no additional information was provided. Without additional information, we cannot reasonably draw a conclusion as to the cause of revisions. This is patient 10 of 12 being reported for patients listed in table 1 of the article being submitted. All cases are captured as the following complaints in exactech¿s global complaint handling system: (B)(4).